Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use unspecified bd needle blood leaked from the rubber stopper of the venous indwelling needle. The following information was provided by the initial reporter, translated from chinese to english: the patient underwent an enhanced CT examination on the 12th, and 18g intravenous indwelling needle was used. After routine disinfection, intravenous puncture was given. After removing the needle, the blood leaked from the rubber stopper of the venous indwelling needle. The venous indwelling needle was removed immediately.

Event description:
It was reported that during use unspecified bd needle blood leaked from the rubber stopper of the venous indwelling needle. The following information was provided by the initial reporter, translated from chinese to english: the patient underwent an enhanced CT examination on the 12th, and 18g intravenous indwelling needle was used. After routine disinfection, intravenous puncture was given. After removing the needle, the blood leaked from the rubber stopper of the venous indwelling needle. The venous indwelling needle was removed immediately.

Manufacturer narrative:
H.6 investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. H3 other text : see h.10